Manufacturer narrative:
Information obtained from good faith effort response provided new product information and log files for analysis. Final investigation results are pending completed investigation.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention the monitor was unable to contact the subscriber identity module (sim) card. Information obtained through good faith effort indicated no harm or impact occurred to the patient during the incident.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention the monitor was unable to contact the subscriber identity module (sim) card. A request for additional information regarding the incident, including clarification of device that successfully measured ECG, has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention the monitor was unable to contact the subscriber identity module (sim) card. Information obtained through good faith effort indicated no harm or impact occurred to the patient during the incident.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention the monitor was unable to contact the subscriber identity module (sim) card. Additional request(s) for additional information regarding the incident, including clarification of device that successfully measured ECG, have been made. No additional information has been received. There was no report of actual harm reported with this complaint.